Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Failure to follow instructions for use - used beyond expirary date. If information is provided in the future, a supplemental report will be issued.

Event description:
A sentrant sheath was used in the endovascular treatment of a patient for a 50mm+ aneurysm. It was reported that the sheath was used during deployment of the contralateral limb and there was no issues noted during use. The s entrant device was used 23 days beyond expiry date. The expired status of the device was noted 2 days post procedure by the mdt registration department. No additional clinical sequelae were reported and the patient is fine.